Event description:
It was reported to physio-control by a third-party service agent that the service indicator on the customer's device was illuminated. The device had logged an event code into the device's memory and would not charge and deliver defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). A third-party service agent evaluated the device and verified the reported failure. The third-party service agent then replaced the biphasic pcb assembly and observed proper device operation through functional and performance testing. After repair, the device was returned to the customer for use.